Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer's blood glucose (bg) displayed "high" on the continuous glucose monitor; cause was not known. Elevated bg was addressed with a bolus via the pump. Customer continued to use the pump for insulin delivery.